Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the catheter showed there was dried body fluid on the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside the irrigation ports. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity checks, while manipulating the catheter shaft, revealed no open circuits, as checked manually using a multi-meter and breakout box. All electrode, sensor and thermocouple resistances measured in specification and were typical. Sensor #1 and sensor #2 to the catheter tip were shorted. No tracking issues were observed while testing the catheter in all curve configurations with numerous torqueing maneuvers. One 60 sec 50w ablation performed during curving and torqueing did not elicit any abnormal tracking behavior. X-ray demonstrated the presence of debris inside the distal cavity between the catheter tip and ring #1. There was also a broken wire between ring #2 and ring #3. The catheter failed leak testing of the lumen and distal end. The distal end was dissected to investigate the broken wire observed on x-ray. Both the ring #1 and ring #2 wires were broken at the weld ankle due to corrosion. A rust color was present under the ring #1 and ring #2 electrodes and inside the wire feed-thru holes. A metriq pump was then connected to the luer fitting, and irrigation flow was set to 30 ml/min. Within a few seconds, saline was observed dripping from the shaft at the proximal end of the dissected area. Analysis determined that there was evidence of fluid under the ring #1 and #2 electrodes, and the device failed a lumen leak test, pointing to an internal leak of saline into the distal end.

Event description:
This event is reportable upon analysis completed 15aug2019. It was reported that during the ablation procedure for symptomatic atrial flutter, the location of the intellanav mifi open-irrigated ablation catheter was not visible in the right atrium (ra) on the rhythmia system; the magnetic tracking was not working. The tracking failure was continuous and at all locations. There had been 50 total radiofrequency (rf) ablations in thirty minutes. The generator settings were 30 watts and 50 degrees celsius. The catheter was exchanged, and the procedure was successfully completed. There were no patient complications. However, device analysis showed evidence of fluid under the ring #1 and #2 electrodes, and the device failed a lumen leak test, pointing to an internal leak of saline into the distal end.